Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement of 2171 ohms. The impedance trend showed a steady increase in the pace impedance and following the high out of range measurement, the subsequent daily measurement values returned back down to within specification limits at the previous approximate baseline. It was noted that there were no stored episodes and boston scientific technical services (ts) indicated that the presenting electrogram (egm) showed normal device operation. The lead remains in-service. No patient symptoms or adverse patient effects were reported.